Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had a nondevice related infection at the battery site. The patient's symptom included fluid leakage from the site. The patient underwent an explant procedure and did well postoperatively. No further information will be provided to bsn.